Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient reported that "during a mammary sonography it was discovered that the right implant is very damaged" as well as "the visible deformation and recurring pain." The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: broken shell, red particles and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and a sharp opening in the anterior side and missing piece of the shell. Based on the device analysis the final assessment is: - a striated edge broken on radius side due to surgical damage. - a striated edge opening on anterior side due to surgical damage. - a sharp opening on anterior assessed as an unidentified (tear) opening. -missing piece of the shell assessed as inconclusive. Additional, changed, and/or corrected data: a.2., b.5., d.1., d.2., d.4., d.10., g.1., g.3., g.5., h.3., h.4, h.6.

Event description:
Device has been explanted.